Event description:
It was reported that the surgeon inserted a competitor's lens and the lens was torn by the injector. The lens was removed with no patient injury. The reporter indicated that the cause of the torn lens was the injector. Another same type was implanted.